Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed.

Event description:
As reported: "the complaint involved a safari wire that was used in an aortic valve case, a tavr case approximately 5 weeks ago and during this case, the tavr wire apparently perforated the ventricle of the heart or they perforated a perforation with the safari wire. The patient was taken to surgery where they performed a window on the heart and he recovered well. The patient recovered well but it was a perforation involving a valve case approximately 5 weeks ago." No additional information received.